Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician obtained a chest x-ray for nasogastric tube (ngt) placement. While reading the film, they noticed a drastic change in the location of both the distal and proximal markers of the iab and stated that it appeared that the two markers were both right below the subclavian (sc) artery/ 4th intercostal space (ics) and were 1-2cm apart. They asked if it was possible the iab could have curled up and resulted in this finding. The getinge representative explained that it is very rare but possible. It was noted that the patient¿s ngt placement was quite ¿lengthy and traumatic¿. An abdominal x-ray was obtained following the call to verify they were not missing anything. They asked to share both the chest x-ray and the abdominal x-ray. The getinge representative reminded the customer that they were not officially qualified/licensed to read the films but would be happy to look at them and could possibly get a better understanding of their concerns. After receiving the images via text, the getinge representative agreed with them that the last chest film was suspect and suggested that based on their knowledge of this happening once before with the same model/size iab the customer should consult a colleague/ attending. The getinge representative advised that it was prudent to remove the iab given the customers' findings/concerns. They agreed but expressed wanting to wait hours as they had planned to remove it in the morning if the patient passed weaning protocol. It was suggested that the removal be a priority as improper placement requires repositioning per our instructions for use (IFU); however this was a unique scenario where repositioning of an iab that is curled up (if in fact this was the case) was not addressed in the IFU specifically. After further discussion, the customer agreed and stated they would proceed with removal. There was no patient harm or adverse event reported.